Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012294217); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with type 1 bicuspid aortic valve and pre-existing severe aortic regurgitation, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. During the first deployment attempt, the valve was positioned at approximately 2 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). The delivery catheter system (dcs) was tilted toward the lesser curvature and the valve was fully deployed. Following the implant of the valve, moderate paravalvular leak (pvl) and complete heart block (chb) were observed. Subsequently, a pacing lead was inserted through the patient's neck and the procedure was completed.